Manufacturer narrative:
Outer rail assembly; litter support brackets.

Event description:
It was reported by service report that the top of the litter was separated from the right outer rail assembly. The cot was also leaning. No pt involvement or adverse consequences are reported.